Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had critical pump error on insulin pump and experienced high blood glucose level of 398 mg/dl. The customer¿s blood glucose level was 398 mg/dl and was reported that the customer had not treated for high readings. The customer states that she had critical error on her pump with the arrow pointing to the book and it will not stop alarming. Customer states she was in a pool aquatic training. She took the pump off and continued with her training and called when she got home. Troubleshooting was performed for critical pump error. Customer reports they received a critical pump error image on the pump screen. The customer stated that no pump error was displayed before the critical pump error image displayed on the screen. The customer was advised that the pump will be replaced and to revert to the back-up plan. The insulin pump will be returned for analysis.